Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused and over infused medications during therapy in some outpatient areas such as extensive clinic, mab infusion clinic, pogo and chemo clinic. These are chemo related meds, magnesium and ivig. An issue was reported involving an etoposide infusion with a total bag volume of 1073 ml administered over 2 hours. The setup uses a non-dehp line with a 0.2-micron filter. Staff observed an approximate overfill of 263 ml that also had to be infused. Additionally, pogo has reported instances of under-infusion for a specific medication. In these cases, a buretrol is used to accurately display the initial drug volume. However, when the pump indicates the infusion is complete, approximately 30¿100 ml remains in the buretrol. Staff then initiate an additional infusion to ensure the full dose is delivered. The issue is still ongoing in pogo with drugs such as vinorelbine and nelarabine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.